Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to have an administrator log in. The tss guided the customer through recreating the user account by copying the profile in the manage employee section, selecting the permanent employee option, and re-enrolling the user fingerprints. Following this action, the user was able to log in successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user profile was inactive, prevented the user from log in. However, there were no delays or adverse events or injuries reported based on this event.